Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was considered confirmed by review of surgical notes. Product was returned for evaluation. As returned, the head was assembled onto the stem. Surface defects in the form of scratches and scuff marks were present on both devices. Biological debris was present on the fiber metal. Review of medical notes confirmed that the patient visited the surgeon with complaints of right knee and hip pain. Right spotty osteolysis and loosening was identified around the hip stem. Additionally, poly wear and a large cyst on the calcar was identified on the left hip. Review of operative notes confirmed that the patient underwent a revision of the right total hip due to loosening of the femoral component and wear of the poly liner. Upon opening the joint, it was noted that the stem was grossly loose and wobbled. Device history record (DHR) was reviewed for deviations and/ or anomalies and no deviations or anomalies that could contribute to the reported event were identified. A definitive root cause cannot be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: alumina ceramic head, cat#: 00641802801, lot#: 60074849. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06933.

Event description:
It was reported that the patient revised fifteen years after initial hip arthroplasty due to pain, osteolysis and wear.